Manufacturer narrative:
(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, the balloon cuff was unable to stay completely inflated. The cuff was able to properly deflate. It was found that the proximal end of the balloon cuff was not properly sealed to the tube which prevented the cuff from being able to stay inflated. The sample was sent to the manufacturing site for further evaluation. Upon further evaluation, it was confirmed that the glue was not applied properly to the balloon cuff which resulted in a leak that prevented the cuff from staying inflated. This is a manufacturing related issue. A non-conformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
Customer reported: from (B)(6) 2020, in (B)(6) hospital, the tube was found deformed and the cuff was found leaking during use on the patient. No patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production, the samples were inspected, and the revised characteristics comply with the requirement. Defect reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported: from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leaking during use on the patient. No patient harm was reported.